Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states that the left motor is grinding and intermittently locks up on the chair, no error code.

Manufacturer narrative:
The device was returned damaged in shipping and it was unable to test the motor, therefore, we could not verify the issue.

Event description:
Provider states that the left motor is grinding and intermittently locks up on the chair, no error code.